Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting noise on the right ventricular (rv) lead channel. Technical services (ts) was consulted and noted a signal artifact monitor (sam) episode and recommended possible reasons for the exhibited episode as well as evaluation options if needed. This ICD system remains in service. No adverse patient effects were reported.